Event description:
(B)(4). The end user states the axle that adjusts the angle of the camber tube is broken. He states the quick release really never worked on the chair but he states he has had the chair for over 10 years and was in his home when the issue occured (B)(4).